Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. The customer was unable to verify the amount of insulin used during fill tubing and the amount of insulin that had been delivered since the cartridge was loaded. The customer's blood glucose level was not impacted and the customer reported being "okay". During a follow up call on 10/04/2016, the customer stated that the insulin gauge showed a fill estimate of 45 units, which may be accurate. Recommendation was made by tandem technical support for the customer to call back if additional assistance is needed.